Event description:
Additional information was received indicating that the patient underwent a lead revision due to the high impedance reported. The explanted lead has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient had been experiencing changes in their seizure frequency and type, and increased depression, which they attributed to their vns starting to die. Later it was reported that the patient underwent generator replacement surgery. The generator was unable to interrogate suspected to be due to eos. Once a new generator was implanted high impedance was seen. It was noted that during surgery, pin insertion troubleshooting was performed but did not resolve high impedance. A test resistor was offered. However, due to risk of infection, the surgeon did not want to wait for test resistor. It was decided by the surgeon to close the patient. The device was not programmed on. Tablet data was provided and reviewed and no anomalies outside of the high impedance condition were seen. Based on the new information regarding high impedance, it can be reasonably assumed that this high impedance condition was present on the previous generator and resulted in an expected accelerated depletion of the generator. This failure to program is likely a result of this accelerated depletion. In turn this end of service = yes state of the generator could have reasonably attributed to the patient's seizure frequency and type, and increased depression. Later a response was received from the provider. The provider was unable to provide any assessments to the cause of the adverse events reported by the patient. Instead of providing a cause, the provider indicated "na" - this will conservatively be interpreted to mean that the provider was either not aware of these adverse events (since this was reported directly by the patient) or is unsure on the cause of these events. However, it was reported that the patient did not experience a change in their seizure type. No other relevant information has been received to date. The suspect device remains implanted to date.